Event description:
It was reported that iab was inserted in or. A helium leak was later detected at the connector. Iab was exhanged. No patient complications or injury were reported.

Event description:
It was reported that iab was inserted in or. A helium leak was later detected at the connector. Iab was exchanged. No patient complications or injury were reported .